Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during initial testing. However, the device was put through extensive testing including bench handling, power cycling, automated readiness test and manual 30j tests without duplicating the report. Therefore, the analog board was replaced as precaution. The analog board was scrapped after evaluation. Device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.